Event description:
This is a spontaneous case report received from an attorney in the united states, on behalf of a plaintiff in united states on 13-jun-2016 which refers to a adult (>=18y & <65y) female consumer who had essure (fallopian tube occlusion insert) inserted in (B)(6) 2009. Shortly after undergoing the essure procedure, an hsg (hysterosalpingogram) test was performed and the plaintiff was advised that her coils were properly placed. However, plaintiff's post-procedure period has been marked by increasingly severe pain and discomfort, including heavy menstrual bleeding, chronic pelvic pain, chronic back pain, abdominal pain, and pain during intercourse. She never experienced any of these conditions prior to undergoing the essure procedure. She sought treatment for her symptoms in multiple physicians but was unable to resolve it. On or around (B)(6) 2016, she underwent a hysterectomy to have the essure coils removed. After surgery, the plaintiff treating physician informed that one of her essure coils had perforated her fallopian tube. The plaintiff was prevented from practicing and enjoying the activities of daily life she enjoyed pre-operatively, and she has otherwise suffered serious and permanent injuries. Quality safety evaluation received on 22-jun-2016: (B)(4). For cases where a device failure during insertion is reported, we conduct an investigation of any returned device. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar adverse event cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Company causality comment: this case report was received from a lawyer on behalf of an adult female consumer who had essure (fallopian tube occlusion insert) inserted and one of her essure coils had perforated her fallopian tube, serious event due to medical importance and listed in essure's reference safety information. Fallopian tube perforation is a potential complication of essure insertion or removal. In this present case, consumer underwent a hysterectomy 7 years after essure insertion and it was diagnosed that one of her essure coils had perforated her fallopian tube. Given event's nature and lack of an alternative explanation this event was considered related to essure. This case was regarded as incident since a hysterectomy was performed to treat the abdominal, pelvic and back pain caused by fallopian tube perforation. Other non-serious events were reported. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar adverse event cases is not applicable. Further information will be obtained through the litigation process.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.